Event description:
The manufacturer was notified that an end user reported "disintegration" of a white filter used with a continuous positive airway pressure (CPAP) device. The pt claims that he could not breathe, and went to the hospital, where he was kept overnight for testing and released the next day. Despite numerous requests by the manufacturer, only the CPAP device was returned and the actual filter has yet to be returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Conclusion not yet available, evaluation in progress.